Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported that they used to turn off their therapy every night and turn it back on in the morning, but about 2 days after their latest implant, they tried to turn their therapy on and it wouldn't turn on. Patient stated that they called manufacturing representative (rep) and rep helped them turn on their therapy, but they had to have some help because they couldn't push the right buttons to do the right thing because they were shaking. Agent asked the patient when they noticed they started shaking, and patient stated that when they turned off the therapy, they started to shake again. Agent walked the patient through connecting to their implant using the dbs therapy app. Patient confirmed that they already knew how to use the external devices. Agent reviewed with the patient that they may have the option to adjust their stimulation if their dbs clinician has instructed them to do so. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if they continue to experience shaking. Patient mentioned that they have an appointment with their managing healthcare provider on tuesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative(rep). Rep reported that patient typically turns therapy off before bed. Rep reported that when patients turns off therapy, patient experiences a tremor since they are not receiving stimulation. Rep reported that patient has a difficult time pushing the right buttons on dice to turn back on when their therapy is off. Rep reported that issue has been resolved, and patient will keep stimulation on and not turn device off before bed.